Event description:
It was reported to philips that while the device was in use on a patient, a sound, "bo-n", sometimes occurred. The device was in use at the time of the event. There was no report of patient or user harm, and no medical intervention was required. The hospital me reported that the device had the likelihood to generate a noise. The me evaluated the device in the me room, however, did not observe any noise. The philips field service engineer (fse) was dispatched to the customer site and the issue was confirmed. The position of the vibration-proof ring was adjusted, and the issue was resolved. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
(B)(6).